Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units. At the time of the call, there was no reported impact to the customer's blood glucose level as the customer was using water inside the cartridge until the customer receives training. It was confirmed that the contact will change out the cartridge and declined further follow-up from tandem technical support.